Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing split apart while being flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nexiva tubing splitting when flushing by hand. Happened twice, pulled lot number."

Manufacturer narrative:
H6: investigation summary bd received eighty sealed 20 gauge nexiva units from lot 3038466 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, a random sampling of twenty units was selected for leakage testing. Each unit was flushed to try to replicate the reported issue but no leakage or damage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing split apart while being flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nexiva tubing splitting when flushing by hand. Happened twice, pulled lot number."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.